Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. The following information was requested, but unavailable: the lot number provided, r92h09, refers to an ec45a device and not a psee45a as reported. Can you please confirm the product code and provide a corresponding lot or batch number for the device involved? If this was a powered device was the manual override attempted? If yes, did the manual override lever function properly? Was the device locked on tissue with the jaws closed? If yes, how was the device removed? If yes, did the jaws eventually open? Did the knife advance completely to the distal tips of the jaws, but not return automatically?

Event description:
Stapler effected the shot but the blade when returning locked. The reverse button was pressed, but it was loose and did not work. The patient did not have any injury. Procedure: bariatric bypass.